Event description:
It was reported that before an unk procedure, the device gave error 3. Device tested with the test tip and it still had same issue. Another like device was used to start the case. No patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). The hand piece was tested on a generator and gave an error code 3. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.